Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 2 weeks ago, the patient had a tomography x-ray and ever since then, their hands were shaking, jaw was shaking, and sometimes arms were shaking. This happened daily for about 2 hours. The patient's doctor stated the therapy was on but it did not seem to be doing its thing. The patient was able to connect to the implantable neurostimulator (ins) and therapy was on. The carbidopa medication was not working. The patient was redirected to their healthcare provider to further address the issue.